Manufacturer narrative:
(B)(6). Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy following several falls. Diagnostics revealed high impedances. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was confirmed postoperatively.

Manufacturer narrative:
The reported event for high impedance was confirmed. As received, the octrode lead was incomplete, only stimulation end segment was returned. Microscopic inspection identified a break with multiple broken wires; consistent with overstress condition that the lead was subjected while in vivo.